Event description:
It was reported that air was present inside the left atrial appendage. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that three was were used and all three kinked when trying to gain access into a tortuous laa. The closure device was prepped and loaded into the sheaths and during advancement air was noticed in the laa. The air bubble was small; therefore, no treatment was needed as the physician felt it would subside on its own. The procedure was aborted and no device was deployed. No air was visualized in the was or the wds. No damage or patient complications were noted. Patient is symptom free and was discharged home the day after the procedure.